Event description:
An old ventilator (ls model), that was delivering to a pt, suddenly stopped and the messages of technical fault 12 and 14 were on the display. The caregiver shut down the ventilator and turned it on again. The vent. Started to work properly and after 24 hours it stopped again with tf 13 and 17.

Manufacturer narrative:
This report is being made as a result of our review of past complaint records. It was noted during the review that this complaint had not been reported in 2008 and should have been reported at that time. Therefore, we are making the report now. The problem with the ventilator was resolved by the distributor installing a new ribbon cable to pcb inside the ventilator. The ventilator has worked fine with no further complaints since 2008. No pt injury or death resulted from this event.